Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became kinked inside the patients body. The kink was observed approximately 10cm from the tip, and resistance was encountered during removal. A video was shown to the physician in charge of twisting, who mentioned that it appeared to be in a pre-twisting state. The physician removed the device by slowly pulling it out, and the procedure was completed with another of the same device. There were no complications for the patient.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the ivus catheter became kinked inside the patients body. The kink was observed approximately 10cm from the tip, and resistance was encountered during removal. A video was shown to the physician in charge of twisting, who mentioned that it appeared to be in a pre-twisting state. The physician removed the device by slowly pulling it out, and the procedure was completed with another of the same device. There were no complications for the patient.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed that the imaging window was kinked. Microscope inspection showed that the guidewire exit port, and the distal section of the tip were in good condition. A functional test was performed with a test guidewire, and no indication of resistance in tracking the guidewire into the catheter was noted.